Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was treated for a supracondylar femur fracture. The surgeon intended to use a 90 mm screw in the locking compression plate (lcp-df). The or nurse found a foreign material like a white powder just under the screw head. The surgeon tried to use another screw, however all the 90 mm screws had the same issue and were not used. The surgeon gave up and tried to use 85 mm screws, however they had the same issue. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports that they received the locking screws for investigation. The proceed powder which was described on to the device report was shaved off the package. Through out the transport of those screws the screw head with the thread was slightly moving and shaving off the inside surface of the package. The device history record was researched for all above listed articles; no abnormal findings were identified. This occurrence must have happen during the transport.